Manufacturer narrative:
(B)(4).

Event description:
A peritoneal dialysis patient has reported the following incident: the tubing had a crack in it causing the solution to leak. The nurse was contacted for additional information on this incident. In speaking with the nurse it was learned that the patient was treated with a prophylactic intraperitoneal dose of vancomycin. The nurse also replaced the extension set. It was reported and confirmed that this patient is fine with no further issues. A sample is available for an evaluation.